Manufacturer narrative:
Concomitant: 1488tc lead, implant (B)(6) 2005; 419478 lead; 694765 lead, implant (B)(6) 2008; 74001 adaptor; 97702 pain stim ipg, implant (B)(6) 2017.

Event description:
It was reported by the caller that the patient has been having blackouts and arm pain. Follow up yielded no further information as patient has not contacted or seen the physician. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.